Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6). It was reported that 2nd degree atrioventricular (av) block occurred. Baseline heart rhythm revealed normal sinus rhythm. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Balloon valvuloplasty was not performed. Successful repositioning of the lotus valve involved complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. Two (2) days post index procedure, subject developed 2nd degree av block. There were no complications in the post procedural course. Ultrasound revealed good aortic valve function without an insufficiency. Four (4) days later, the subject was discharged on clopidogrel and another anticoagulant.